Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 45 year old male patient presenting with cardiomyopathy for impella support. The patient developed a hematoma resulting from an unsuccessful impella delivery attempt. It was discovered that the guidewire was improperly loaded through the inlet cage and not through the nose of the catheter. Vascular repair was needed.

Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The clinical evaluation revealed that patient condition was the cause of the delivery issues. The failure mode will be monitored and trended.